Event description:
Please reference original order number (B)(4). The provider states the motor has no output. No patient involved and the motor is making loud, grinding noises. He states this is an out of box failure.